Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with a peak blood glucose of 346 mg/dl while using the ilet bionic pancreas with a steel 6 mm contact/detach infusion set, and sought guidance on silencing high-glucose alerts; the user had been unable to respond to rising glucose for several hours and changed the infusion set shortly before contacting support. Symptoms included elevated blood glucose without reported ketones, backup therapy, or acute complications. Outcomes included continued use of the device with glucose trending down and subsequent stabilization within range, without medical intervention or hospitalization. Investigation included troubleshooting and education, review of device use and alerts, and follow-up monitoring after an infusion set change. Investigation of this case revealed hyperglycemia with an unclear cause and no confirmed device or component malfunction; the event resolved after standard user actions and time. It was concluded, based on previously established findings for similar reports, that the cause was unknown.